Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had an incompatible scope (error 315) showing endoscope not supported. The issue was identified at the start of the therapeutic procedure and there was a delay in the procedure. The device was inspected before the procedure and the device was visually impeccable. The planned therapeutic procedure was completed with a different device and no other device was replaced during the procedure due to malfunction or failure. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the fiber bonding in the outer tube area (distal end) was damaged, the video cable was broken, and the outer tube had a dent and stripes in the image occurred. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.